Event description:
Boston scientific received information that the lead safety switch feature was activated on the right ventricular (rv) lead, resulting in pacing impedance measurements less than 200 ohms. The device was reprogrammed back to bipolar configuration from unipolar configuration. Upon review of the logbook, atrial tachy response (atr) events with electrogram (egm) noise on the right atrial (ra) lead and rv leads were observed. The patient reported feelings of palpitations and light headedness and was placed with a holter monitor, where pauses in pacing were observed. Isometric exercises were unable to reproduce noise. No further observations were noted.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and the right atrial (ra) lead and rv lead were surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).